Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. A photograph of a powerpicc sv guidewire was returned for evaluation. An initial visual observation of the photograph showed the guidewire from a powerpicc sv with a complete break. The core wire and coiled wire were observed to be fractured. Use residue was observed on the guidewire. No details of the break site could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the catheter was placed on (B)(6) 2025, in patient admitted to the pediatric ICU. A control x-ray revealed a foreign body. The patient was referred to hemodynamics and underwent cardiac catheterization to remove the foreign body, which was part of the PICC catheter guide wire. The patient is stable, following treatment, this being an intercurrent during treatment. No other information was provided.